Event description:
It was reported when using the bd vacutainer® edta 2k the closure and tube body separated causing specimen to leak. The event occurred on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is fukushima, japan. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 31-jul-2025. Investigation summary: photographs of 1 returned customer sample were provided for the investigation. The photos were evaluated by and the indicated failure mode for stopper pop off with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k the closure and tube body separated causing specimen to leak. The event occurred on one device. No adverse impact was reported regarding the patient or user.